Manufacturer narrative:
(B)(4) service reps replaced the carrier/etxe board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the v series monitor reboot intermittently which may have resulted in a loss of primary monitoring. No pt injury was reported.